Event description:
It was reported that the high definition autoclavable camera head image was blurred; (video) connection end was worn out. There was blurring during its use when moving the camera around. No error messages were observed. The problem occurred during preparation for use / prior to sedation of a diagnostic procedure. The unspecified procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "blurred" was confirmed. The issue of "end connection (plug in for the tower) is worn out" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device and the most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high definition autoclavable camera head image was blurred; (video) connection end was worn out. There was blurring during its use when moving the camera around. No error messages were observed. The problem occurred during preparation for use / prior to sedation of a diagnostic procedure. The unspecified procedure was completed using a similar device without delay. There were no reports of patient harm.